Manufacturer narrative:
Other, other text: h6: additional information was received indicating that the event occurred during testing; there was no patient injury. One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with a missing smiths tampered seal and a bubbled downstream occlusion sensor, dso, seal. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "system fault". To further investigate, a functional test was performed. Customer reported problem was not duplicated. Preventative measure was taken and the software was reinstalled.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error code 45982.